Event description:
The customer reported that the 9900 system had an intermittent control panel communication error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.